Event description:
IV veletri. Spontaneous. Patient reported high pressure alarm on back up pump during priming process. Alarm, resolved by patient swapping out the extension set tubing. Patient was able to successfully prime tubing. No other issues. Lot number unknown. No further information. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual product available for investigation? No. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.